Event description:
It was reported that the balloon of the foley catheter was difficult to inflate. After inserting the catheter into the patient, they tried to inject water through the valve, but only a small amount of water could be injected. Hence the catheter was removed. Nurse tried to inject water into the removed catheter, but only a small amount of water could be injected. Therefore, a new catheter was placed to the patient.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted the shaft of the catheter was torn located 0.8495" from bifurcation. The catheter balloon could not be inflated due to tear found on the catheter shaft. However, the balloon was dissected to find the inflation notch was not completely perforated. This is out of specification per inspection procedure which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe". A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter was difficult to inflate. After inserting the catheter into the patient, they tried to inject water through the valve, but only a small amount of water could be injected. Hence the catheter was removed. Nurse tried to inject water into the removed catheter, but only a small amount of water could be injected. Therefore, a new catheter was placed to the patient.